Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply and performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an inoperative graphic user interface (gui). The ventilator was in use on a patient when the event occurred. No pt injury was reported.